Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "mid:16 (software)" error was not confirmed during the functional testing and the event log review. The reported complaint of mid:16 was not reproduced during the functional testing, and the event log review indicated no such errors. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues.

Event description:
During setup for ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a "mid:16 (software)" error. No further information was provided, and it is unknown if another system was used to treat the patient. The patient's status information is unavailable.